Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of symptoms/ae: post procedure. Prior to a right internal carotid artery stenting (cas) procedure, the pt presented with a heart rate of 55. During the procedure, the pt experienced a brief episode of asystole during balloon inflation. The pt regained the prior bradycardiac rhythm immediately after atropine was administered and the balloon was deflated. The pt also experienced hypotension during the procedure and was given a bolus of neosynephrine. The hypotension resolved by the end of the procedure, but the bradycardia continued and the pt was started on a dopamine drip. The pt was seen by a cardiologist the same day and was evaluated for possible permanent pacemaker insertion. The consultation note from the cardiologist reads that the pt's only complaint prior to stenting procedure was increased fatigue. Reportedly, the pt had an undocumented history of "sick sinus syndrome" and the bradycardia is not a complication specifically from the cas but, an incidental finding, exacerbated by the stimulation to the carotid body during the procedure. The following day the pt underwent permanent pacemaker insertion and the dopamine drip was discontinued. Two days post the cas, the pt was discharged to home. Although requested, there was no add'l info available.

Manufacturer narrative:
Study event. There was no malfunction reported and the device was not returned to abbott vascular for analysis. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Bradycardia and hypotension are known potential adverse events associated with carotid artery stenting procedures as listed in the device instructions for use.